Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple auto off alarms occurred per the pump history. There was no reported impact to the user's blood glucose level. Reportedly, the clinical diabetes educator was working with the user to change the settings of the pump.